Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Pr#: (B)(4). Prod eval pending. Issue is being reported as alert could not be cleared by operator.